Manufacturer narrative:
The device was not returned for analysis. The manufacturing record was reviewed and no nonconformities were found. Based on the report, the reported event was procedure rather than device related. The device was not available for return.

Event description:
It was reported to nevro that a patient's wound had not healed properly and skin erosion had been confirmed. The device was explanted. There was no report of infection. The patient had recovered with no sequelae.